Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx). The lesion was predilated with a 2.50 x 12 mm non-compliant balloon. A 3.50 x 38 mm promus premier was deployed at 16 atm for 10 seconds and post dilated with a 3.50 x 12 mm non-compliant balloon. A proximal stent edge dissection was observed and believed to be caused by vulnerable plaque. The dissection was further described as type b and flow limiting. The dissection was covered with a 4.00 x 12 mm promus premier and the procedure was completed. The patient was stable.